Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt to place the lead for his bundle pacing, the threshold tested normal after the lead was positioned. After cutting the sheath, the lead did not pace and had dislodged. The lead could not be re-implanted as there was not another sheath tube. The lead was not implanted. No patient complications have been reported as a result of this event.